Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple of days of implant, it was noted that the right ventricular (rv) lead had perforated the ventricle, and the patient developed a pericardial effusion. A pericardial drain was inserted, and the effusion was drained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.